Event description:
The was reported that the patient presented for a follow-up in clinic. Fluoroscopy revealed the right ventricular (rv) lead was dislodged which lead to high capture thresholds and sensing issues due to r-wave amplitude variation. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.